Event description:
As reported, a pinhole rupture occurred inside the blood vessel, after pulling the 6/7f mynx control vascular closure device (vcd) into the arteriotomy, making the device unusable. Hemostasis was achieved using a 6f exoseal vcd. There was no reported patient injury. The procedure was interventional and a retrograde approach was used. A 6f unknown sheath introducer was used. Angiographic verification confirmed vessel suitability, and the insertion angle criteria were met. The vessel was arterial. The vessel diameter was greater than or equal to 5 mm. There was no tortuosity and there was no presence of peripheral vascular disease or calcium. The device was prepared according to instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The device will not be returned for evaluation since it was discarded. .

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot j2522601 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.